Event description:
The customer reported being hospitalized due to dehydration and hyperglycemia. The blood glucose reading was over 650 mg/dl. The customer stated that she did not change the infusion set to solve her high glucose. The customer stated that her glucose reading was 278 mg/dl at noon, and treated with the insulin pump a bolus of 3.7 units prior to calling. The customer stated that the insulin pump was alarming every hour. Found that the alarm was due to the temporary basal. The customer stated that the staff at the emergency room was pressing the buttons on the insulin pump. Explained to the customer how the temporary basal functions, and advised to contact her doctor to discuss whether she should be on temporary basal. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.